Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. During the complaint evaluation it was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.0 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified for the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the tip fracture remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter tip.